Event description:
While performing a hip resurfacing procedure, the guide pin broke during the use. These guide pins are used once and then discarded at the end of the case. The pin broke off during the procedure. It was used as intended. This is not uncommon, but is not common either, just part of the risk of the procedure.